Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of electromagnetic interference (emi) that resulted in pacing inhibition greater than two seconds on the atrial channel. The device also stored pacemaker mediated tachycardia (pmt) episodes, however, upon review, boston scientific technical services (ts) confirmed this were false positive episodes. No adverse patient effects were reported. At this time, this device system remains in service.